Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell out of the customer's pocket and the touchscreen is now cracked. Reportedly, the pump was beeping and the touchscreen was unresponsive. Troubleshooting with tandem technical support was performed, and touchscreen remained unresponsive. Customer's blood glucose level was 160 mg/dl. Customer delivered a manual injection and stated they will continue to use manual injections for insulin therapy.